Manufacturer narrative:
(B)(4)

Event description:
It was reported that in preparation for a percutaneous coronary interventional/rotational atherectomy procedure, sheath damage occurred. The lesion being treated was located in the left anterior descending artery. The physician set up the rotablator system and tested the air pressure and burr speed outside of the patient's body. However, the 1.75mm rotalink burr did not reach the intended speed of 90,000 rpms. When the physician released the foot pedal, he found that the sheath of the burr catheter was damaged. The physician successfully completed the procedure with a 1.5mm rotalink burr, and no patient complications were reported. Patient status was reported as 'stable'.

Manufacturer narrative:
Device evaluated by MFR: an initial examination of the complaint catheter unit was carried out. It was noted on visual inspection that the sheath was cut 77cm-79 cm from the strain relief. It was also noted that green fibers were entwined around the coil near the burr, and fibers were also observed on the sheath where it had become torn/split. The burr was microscopically examined as per standards, and no issues were noted with the annulus of the burr. Follow up regarding the green fibers found that the sterile cloths used at the hospital are green and may be the source of the fibers found on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause classification is user/use error. The damage to the catheter sheath, approximately 77-79cm from the strain relief of the catheter, is associated with over-tightening of the hemostasis valve. Over tightening of the hemostasis valve can result in the catheter sheath becoming crushed. This would result in the sheath to split and would cause the sheath to leak. This would result in speed issues. The rotablator dfu states that 'if the hemostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve'. (B)(4).

Event description:
It was reported that in preparation for a percutaneous coronary interventional/rotational atherectomy procedure, sheath damage occurred. The lesion being treated was located in the left anterior descending artery. The physician set up the rotablator system and tested the air pressure and burr speed outside of the patient's body. However, the 1.75mm rotalink burr did not reach the intended speed of 90,000 rpms. When the physician released the foot pedal, he found that the sheath of the burr catheter was damaged. The physician successfully completed the procedure with a 1.5mm rotalink burr, and no patient complications were reported. Patient status was reported as 'stable'.